Event description:
It was reported that the serial cable was returned to the manufacturer. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned serial cable, and the reported complaint was verified. It was verified that the serial cable was pulled out of the axim plug assembly strain relief. It was verified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with a broken wire connection on the axim connector plug pcb. Once the wire was soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. The most likely cause for the wire break can be associated with mishandling of the serial cable. No further anomalies were identified.

Event description:
It was reported that the programming system was experiencing communication difficulties with a generator. The handheld serial cable was visibly frayed. Troubleshooting was performed which narrowed down the communication difficulties to likely being related to the handheld serial cable. The handheld was unable to interrogate the generator with a known good wand. The wand from the physician¿s programming system was able to successfully interrogate the generator when used with another handheld. Good faith attempts for additional relevant information and product return have been unsuccessful to date.